Manufacturer narrative:
The react-68 catheter was returned for analysis. The react-68 catheter was returned separated into two segments at ~110.0cm from the proximal end of hub (~30.5cm from the distal tip). The tubing material of the separated ends exhibited with jagged edges and stretching with the inner wire protruding from the separated ends. No damage was found with the react-68 catheter hub or distal tip. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the returned react-68 catheter was found separated. The tubing material at the separated end exhibited plastic deformation (jagged edges and stretching) which indicates that the catheter separated as the tensile strength was exceeded. It is possible that excessive force was used during removal; however, the cause for the separation could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the react-68 catheter was found to be bent/kinked after removing the thrombus. There was no patient injury reported as a result of the event. Additional information received indicated the patient's baseline included: consciousness, clumsy speech, shallow nasolabial folds, inability to stretch out the tongue, restricted right-hand limb movement, muscle strength level 0-3, nihss score: 14 points. Post-procedure the left middle cerebral artery developed well without stenosis or thrombosis. Nihss score: 0. Vessel tortuosity was moderate, and all devices had been prepared per the instructions for use (IFU). There were no reported issues experienced during the procedure that may have caused or contributed to the kink in the catheter. The procedure was completed by using a navien catheter with the solitaire fr to remove the thrombus.